Event description:
It was reported that faradrive steerable sheath clear atrial fibrillation (a fib) procedure. During the procedure after the sheath was inserted in to the patient, a leak from hemostatic valve was noted. Additionally, when attempt was made to aspirate the sheath, air egress into the syringe was noted. Firstly, instructed on need for coaxial application of catheters into sheath and then instructed on need to limit cannulization of sheath with catheter, but no outcome. Thus, the sheath was replaced and the procedure was completed successfully. No patient complication were reported. The device is not expected to be return for analysis as it was disposed. It was further reported that it was confirmed that blood and saline leaked form the hemostatic valve when 8fr octaray catheter was inserted into the sheath. Additionally, during aspiration air was observed in the flush line and into the syringe. No air was noted in the patient with ice imaging during or after the procedure. Physician also requested neurological check from anesthesia once anesthesia was reversed out of abundance of precaution. Patient details provided.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.